Event description:
It was reported that an obtryx device was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced general pain, pain during sexual intercourse and a continuation of the patient's urinary incontinence after the implant. The patient currently still experiences pain and incontinence. **additional information received (B)(4) 2013 (faxed medical records)** the operative report for the obtryx implantation procedure (transobturator bladder neck suspension) on (B)(6) 2007 did not mention any complications during the implantation procedure. In addition, it stated that the patient tolerated the surgical procedure extremely well and the patient was in satisfactory condition at the conclusion of the procedure. During a post-operative visit on (B)(6) 2007 (7 days post-op), the patient reported it feels as if there's incomplete emptying (of the bladder) and urgency. A 48-hr urine culture of a sample collected yielded no growth. On (B)(6) 2007 (4 months post-op), the patient had a follow-up visit with the urologist/implant surgeon. The surgeon reported that as of (B)(6) 2007: - the patient is not having any problems related to stress urinary incontinence except occasionally with sexual relations. - no further diagnostic or therapeutic intervention is required. As of (B)(6) 2013, the patient reported she still has incontinence and also has pain in the vagina and dyspareunia which has become worse over time. The patient has not received any medical treatment for these symptoms. She indicated that she would like to have the surgery corrected and/or mesh implant replaced; however, she is not sure whether she would do this due to the risk for additional complications.

Event description:
It was reported that an obtryx device was implanted into the patient on (B)(6), 2007.according to the complainant, the patient experienced general pain, pain during sexual intercourse and a continuation of the patient's urinary incontinence after the implant..the patient currently still experiences pain and incontinence.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that an obtryx device was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced general pain, pain during sexual intercourse and a continuation of the patient's urinary incontinence after the implant. The patient currently still experiences pain and incontinence. Additional information received (B)(4) 2013 (faxed medical records). The operative report for the obtryx implantation procedure (transobturator bladder neck suspension) on (B)(6) 2007 did not mention any complications during the implantation procedure. In addition, it stated that the patient tolerated the surgical procedure extremely well and the patient was in satisfactory condition at the conclusion of the procedure. During a post-operative visit on (B)(6) 2007 (7 days post-op), the patient reported it feels as if there's incomplete emptying (of the bladder) and urgency. A 48-hr urine culture of a sample collected yielded no growth. On (B)(6) 2007 (4 months post-op), the patient had a follow-up visit with the urologist/implant surgeon. The surgeon reported that as of (B)(6) 2007: the patient is not having any problems related to stress urinary incontinence except occasionally with sexual relations. No further diagnostic or therapeutic intervention is required. As of (B)(6) 2013, the patient reported she still has incontinence and also has pain in the vagina and dyspareunia which has become worse over time. The patient has not received any medical treatment for these symptoms. She indicated that she would like to have the surgery corrected and/or mesh implant replaced; however, she is not sure whether she would do this due to the risk for additional complications.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Manufacturer narrative:
Upn and lot# were provided; manufacture and expiration dates are now known.